Manufacturer narrative:
The investigation of priming issue and automated impella controller (aic) - controller error (yellow alarm) has been completed. According to that data and device analysis the root cause for the controller error (defective optical sensor lamp) was most likely due to the defective optical bench or the lamp assembly the root cause of priming issue was not related to any problems with the aic. No issues were found within the aic. H6 was revised to reflect the failure mode priming issue as it was inadvertently omitted from initial manufacturer device report number 1220648-2025-26219.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported at the start of a case the staff started to prime the impella cp pump. When the impella plugged was inserted into the into the aic, priming stopped. The pump was never fully primed. The aic was exchanged was the team was able to successfully prime the impella cp pump and support the patient. There was no harm to the patient as a result of this event. Abiomed clinical consultant further reported later that afternoon before return of the console, demo equipment was used with the aic and when the impella plug was plugged into the aic, it alarmed "controller error." The unit was returned for evaluation and testing.